Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after a hernia repair with the use of the mesh, the patient incurred chronic stomach pain, pain in groin, kidney problem and a new hernia since the implant. Reporter stated that the patient will undergo a hernia repair and mesh revision and removal.